Event description:
One touch ultra meter was prompting the apply sample message. The patient neither alleged harm nor experienced injury or medical intervention. They decided to visit their physician's office, since they were unable to obtain a blood glucose reading. The physician's meter read 88mg/dl. No treatment was administered. The customer service representative confirmed that a sufficient sample size was applied to the test strip and the patient was using correct testing technique. The csr walked the patient through retests with different vial of test strips and the meter would only prompt the apply sample message. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter, test strips, and control solution were replaced.